Event description:
Ous MDR - it was reported that the lead perforated the lung about 2 weeks after implantation. A repositioning was performed. Aside from the perforation described above, no further deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.